Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the reported issue. He reseated the pcb's and connections. The system is operating as intended.

Event description:
The customer reported that while fluoroing the image collimates down to a tiny dot then a white screen comes up. This happened during a case. No pt injury was reported.